Event description:
A nurse reported that the equipment displayed a system message and locked during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).